Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of break: "5. Precautions ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported having a "broken exploding syringe" of juvéderm ultra¿ xc during injection. Once the incident happened, the syringe was no longer used. Packaged needle was used. There were no injuries.